Event description:
A one touch surestep meter had missing segments. The pt first noticed missing segments on his meter's display back in january 2006. The pt replaced the meter's batteries which resolved the missing segment issue temporarily. One week later, the reported issue reappeared. Although the meter had missing segments, the pt continued to use the meter and tried interpreting the readings to base his nph sliding-scale insulin regimen. The pt also takes a 1000 mg tablets of metformin in the morning and in the afternoon. Throughout the duration of the meter issue, the pt recalled getting interpreted readings between -"80-130 mg/dl." In march 2006, the pt developed symptoms of feeling "drowsy and sleepy" . Two days later, the pt tested himself and got an interpreted reading of "189 mg/dl" on his meter. He gave himself an unspecified dose of nph sliding-scale insulin and retested an unk time later. Since the pt still had symptoms and his blood glucose remained high, he called his doctor and was advised to go to the hosp. In the hosp, a reading of "320 mg/dl" was obtained. He averaged readings between "314-325 mg/dl" during his hospitalization. It is unk what device was used to test his blood glucose levels. He received nph insulin treatment and was released from the hosp nine days later. No changes were made to the pt's medication regimen as a result of the event. This complaint is being reported due to the following conclusion: the pt based his nph sliding-scale insulin regimen off of his meter's result. The meter display appeared to have missing segments. The pt developed symptoms and was treated for hyperglycemia. He received insulin treatment.